Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(4) had lost stimulation. All invalid contacts were found on the lead during surgical intervention. The lead was also found to be fractured. As a result the patient's lead was explanted and replaced. Effective stimulation was restored post-op.